Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The event involves a spinning spiros® closed male luer, red cap that leaked an unspecified chemotherapy as well as an unspecified amount of the patient¿s blood. The event occurred on an unknown date. The customer reported the spiros somehow untwisted the microclave cap from the chest port line while the patient was asleep causing blood and chemo to back up out of the port line and soaked the patient¿s side and the sheets. The nurse had checked on him at about 30-45 mins prior to the event. It was reported there was no issues identified during initial pre-testing or set-up of the device, nor were there observed component defects or anomalies upon removal or replacement of the spiros and set up. There was patient involvement, with a report of unprotected chemotherapy exposure to the patient or healthcare provider; however, there was no reported harm. This report reflects the second of three events reported.

Manufacturer narrative:
One ch2000s-c spinning spiros was returned for evaluation. The spin feature was not activated on the ch2000s-c spinning spiros. The ch2000s-c spinning spiros was measured and found to be iso design compliant. No damage or anomalies were observed with the ch2000s-c spinning spiros. The complaint was not confirmed.